Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up exam, the implantable cardiac monitor (icm) was noted to have migrated through the incision, which resulted in sensing issues. The icm was removed. No patient complications have been reported as a result of this event.